Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and received a change sensor alert. The customer was treated through intravenous during emergency medical service. The event involved products mmt-1884, mmt-378a, mmt-332a, mmt-7040a. Troubleshooting was performed for sensor alerts and sensor was securely taped to skin and was still in place. The customer was advised to try another sensor. Troubleshooting was partially performed for hypoglycemia and later customer declined. It was unknown whether the customer was using an insulin pump system within 48 hours of the reported low blood glucose event and unknown whether the auto mode/smart guard feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-378a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Event description:
Updated summary: customer reported having a change sensor alert. Customer could not test the transmitter. Guardian 4 sensor was not inserted in the approved site of the back of the upper arm. Customer also mentioned having low blood glucose. She had lost consciousness and the smoke detector alarm went off and alerted the emergency medical services at 5pm and they broke down her door and treated her at home. She refused to go to the hospital. Pump was used at the time of the low per carelink. Customer was not in smartguard at the time of the low per carelink. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.